Event description:
It was reported that during a trial yesterday impedances greater than 10 ,000 ohms were measured. It was noted that during a trial the patient had two percutaneous leads implanted. It was further noted the healthcare professional (hcp) connected the leads to a multilead trialing cable and all impedances were in range and looked good. The reporter stated the hcp then attached the extensions and tunneled to the side to externalize them. The reporter further stated that before the hcp closed the impedances were measured to check the extensions and ¿a bunch¿ were greater than 10,000 ohms. It was noted that five impedances were greater than 10,000 ohms. It was further noted the hcp waited and checked the impedances again, but they remained high. The reporter stated the hcp disconnected the extensions and tested the leads, but the impedances were very high and greater than 10,000ohms. The reporter further stated that they waited to see if fluids were to subside and they kept testing. It was noted that impedances were tested at 0.25, 0.7, 1.5, and 3 v. It was further noted the amount of electrodes with greater than 10,000 ohms increased from five to seven. The reporter stated they tried a new multilead trailing cable, external neurostimulator, and clinician programmer, but the impedances kept getting worse. The reporter further stated the hcp ended up removing the leads and implanted two new leads. It was noted the hcp tested the leads and extensions and the impedances were fine. It was further noted the patient was doing great on the trial. Additional information received reported the cause of the issue was not determined. The reporter stated the leads would be returned to the manufacturer. Additional information received reported the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), product type lead; product ID 977a260, serial# (B)(4), product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID 3555-31, serial# unknown, product type screening device; product ID neu_unknown_ext, serial# unknown, product type extension; product ID 3555-31, serial# unknown, product type screening device; product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).